Manufacturer narrative:
Continuation of concomitant: d314drg ICD implanted: (B)(6) 2013.

Event description:
It was reported that a warning triggered as a result of high impedance on both the superior vena cava coil and the right ventricular coil of the right ventricular (rv) lead. It was also noted that the impedance was increasing. The rv lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.